Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Two medtronic representatives, following-up at the site, reported they were able to confirm that the site performed a number of unauthorized activities on the stealthstation s7 system; in doing so, the tamper seal on the computer was damaged and the ups batteries and power cords were replaced using non-medtronic parts. A system check-out to verify accuracy has not been done by medtronic personnel and the site does not want to pursue it any further at this time. The reported issue has been determined to be a use error, the device was incorrectly modified. This is not a failure of a medtronic product. Medtronic navigation is filing this MDR to ensure visibility to a concern regarding the use of the site's medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's product caused or contributed to the reported issue. Site refused manufacturer evaluation.

Event description:
A medtronic representative reported that a site alleged their navigation system was inaccurate. It was indirectly reported to the medtronic representative that the site's biomed department replaced the video card in the computer and since that time, the navigation system has not been accurate. No further details regarding the allegation of inaccuracy, or how or why the video card replacement occurred, were provided. It was stated that the site made a request to borrow equipment from the medtronic representative to allow them to perform their own accuracy check. There was no patient present when this issue was identified. Medtronic navigation is filing this MDR to ensure visibility to a concern regarding the use of the site's medtronic navigation's stealthstation s7 system in surgeries. There is no allegation to suggest that medtronic navigation's product caused or contributed to the reported issue.

Manufacturer narrative:
Three components of the navigation system were returned to the manufacturer for analysis. The battery that was returned was not a medtronic part. The cable was removed from the old battery and reconnected. The battery was the correct voltage. No further testing was performed as this was a non-medtronic part. The returned power cable passed a functional and electrical test. However, the power and ground pins on the plug have been bent. The plug appears to have been removed from the wall outlet incorrectly bending the pins. The returned computer initial power on was successful. The system booted to login screen and video output appeared normal. No faults were encountered. Visual inspection of video graphics card did not reveal any damage or modifications. The computer was retired from service as the tamper seals were broken by the customer. The software investigation found that the site had repaired/replaced system components including system components, such as the battery, and breaking the tamper seals on the computer. By doing so, the system was no longer valid for navigation and the site was advised of this. The site agreed to have their navigation equipment serviced by medtronic personnel. A medtronic representative went to the site to test the equipment and replace the components. After servicing the system, the hardware and software passed the system checkout.